Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 19-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was 500 mcg/ml lioresal (baclofen) at an unknown dose. It was reported that in (B)(6) 2020, the catheter was found to be plugged and had to be replaced the event date was reported as (B)(6) 2019. Device information indicates that the device was replaced on (B)(6) 2019. There were no further complications reported/anticipated.